Event description:
It was reported that the stent failed to expand. An 6x150x75 innova self-expanding stent was selected for use. During deployment of the stent, the stent failed to expand properly. There were no patient complications.